Event description:
A us distributor reported that a patient was adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation the white lead -1 wire was pinched. The root cause for the damaged belt was unable to be identified. There was no adverse event that resulted from the damaged belt.